Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after repositioning the lead, there was no capture or sensing.